Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 610862-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cancer and pelvic pain. Concurrent conditions included bulimia since 1981. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced constipation ("constipation") and diarrhoea ("diarrhea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) /painful menses/painful periods"). In (B)(6) 2017, the patient experienced confusional state ("neurological conditions or problems type: confusion"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), pelvic pain ("pain"), scar ("scary"), nervousness ("very nervous") and hypotension ("low blood pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the autoimmune thyroiditis, confusional state, fatigue, constipation, diarrhoea, alopecia, pelvic pain, scar, nervousness and hypotension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune thyroiditis, confusional state, constipation, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, hypotension, menorrhagia, nervousness, pelvic pain, scar and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: conclusion: findings that of tubal blockage with the essure placement; on (B)(6) 2011: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming:hashimoto's thyroiditis, abdominal distension, dysmenorrhea,lower abdominal pain. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received reporter information was added. New event added pain, scar, nervous, low blood pressure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), genital haemorrhage ('general abnormal bleed') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's) in an adult female patient who had essure (batch no. 610862-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cancer and pelvic pain. Concurrent conditions included bulimia since 1981. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced constipation ("constipation") and diarrhoea ("diarrhea"). In (B)(6) 2017, the patient experienced confusional state ("neurological conditions or problems type: confusion"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) /painful menses/painful periods") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the autoimmune thyroiditis, confusional state, fatigue, constipation, diarrhoea and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune thyroiditis, confusional state, constipation, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: conclusion: findings that of tubal blockage with the essure placement; on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming:hashimoto's thyroiditis, abdominal distension, dysmenorrhea,lower abdominal pain. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : new events, "general abnormal bleeding" was added. Outcome of event, " general abnormal bleeding" was changed to "recovered/resolved". No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in an adult female patient who had essure (batch no. 610862-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cancer and pelvic pain. Concurrent conditions included bulimia since 1981. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced constipation ("constipation") and diarrhoea ("diarrhea"). In (B)(6) 2017, the patient experienced confusional state ("neurological conditions or problems type: confusion"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) /painful menses/painful periods") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the autoimmune thyroiditis, confusional state, fatigue, constipation, diarrhoea and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune thyroiditis, confusional state, constipation, diarrhoea, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: conclusion: findings that of tubal blockage with the essure placement; on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming: hashimoto's thyroiditis, abdominal distension, dysmenorrhea,lower abdominal pain. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-nov-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 610862-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cancer and pelvic pain. Concurrent conditions included bulimia since 1981. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced constipation ("constipation") and diarrhoea ("diarrhea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) /painful menses/painful periods"). In (B)(6) 2017, the patient experienced confusional state ("neurological conditions or problems type: confusion"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), pelvic pain ("pain"), fear ("scary"), nervousness ("very nervous") and hypotension ("low blood pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the autoimmune thyroiditis, confusional state, fatigue, constipation, diarrhoea, alopecia, pelvic pain, fear, nervousness and hypotension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune thyroiditis, confusional state, constipation, diarrhoea, dysmenorrhoea, fatigue, fear, genital haemorrhage, hypotension, menorrhagia, nervousness, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: conclusion: findings that of tubal blockage with the essure placement; on (B)(6) 2011: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming:hashimoto's thyroiditis, abdominal distension, dysmenorrhea,lower abdominal pain. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" scary" was recoded to llt "fear" previously coded as "scar". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's) in an adult female patient who had essure (batch no. 610862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cancer and pelvic pain. Concurrent conditions included bulimia since 1981. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced constipation ("constipation") and diarrhoea ("diarrhea"). In (B)(6) 2017, the patient experienced confusional state ("neurological conditions or problems type: confusion"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) /painful menses/painful periods") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the autoimmune thyroiditis, confusional state, fatigue, constipation, diarrhoea and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune thyroiditis, confusional state, constipation, diarrhoea, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: conclusion: findings that of tubal blockage with the essure placement; on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming: hashimoto's thyroiditis, abdominal distension, dysmenorrhea,lower abdominal pain. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Lot number was added. Added event abdominal pain lower, abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: hashimoto's, neurological conditions or problems type: confusion, dysmenorrhea (cramping), pain, fatigue, gastrointestinal or digestive system condition type: bloating, constipation and diarrhea, hair loss. Updated outcome of events. Medical history, concomitant condition, lab data were added. Reporter's information was added. Patient's demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.